Manufacturer narrative:
Implant regio 23 fractured. Construction was a removable upper jaw construction with locators on the implant bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.